Event description:
Im a little concerned about the tf-5507 error codes on the g5 ventilator. The first fleet of g5s we purchased im not seeing this problem but the 2nd fleet and now the newest fleet of g5s I have seen this error code on several g5s. It appears the mixing solenoids or sensor board is faulty? Was there a switch in who manufacturers one of these parts?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.